Event description:
The customer's family member reported that the customer had been hospitalized for dka. The customer was treated in the ICU and was released the next day. The customer is no longer spilling ketones. It was informed that the customer is on manual injections. Also the batteries were removed from the pump at the time of their admission and the customer wanted to run a functional testing. Troubleshooting was performed. The pump passed the functional testing. The programming and histories on the pump are correct.